Manufacturer narrative:
Suspect product: lot number 963/2. The filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional (hcp) reported patient was injected with juvéderm® voluma¿ with lidocaine in the ck1 / ck2 / ck3 bilateral and with juvéderm® volift¿ with lidocaine in the nasalocial fold (nl1 / nl2 / nl3). 19 days later, patient developed a granuloma in the mid face that was further described as appearance of indolent nodules in ck2 / ck3 on both sides as well as tender nodule of the left side of the nasolabial fold area. Biopsy was not provided. Patient was treated with multiple hyalase injections in granulomas (150 ie hyalase dessau). Symptoms resolved approximately two months after onset. This is the same event and the same patient reported under MDR ID# 3005113652-2022-00532 (allergan complaint #(B)(4). This MDR is being submitted for the suspect product, juvéderm® volift¿ with lidocaine.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Healthcare professional (hcp) reported patient was injected with juvéderm® voluma¿ with lidocaine in the ck1 / ck2 / ck3 bilateral and with juvéderm® volift¿ with lidocaine in the nasalocial fold (nl1 / nl2 / nl3). 19 days later, patient developed a granuloma in the mid face that was further described as appearance of indolent nodules in ck2 / ck3 on both sides as well as tender nodule of the left side of the nasolabial fold area. Biopsy was not provided. Patient was treated with multiple hyalase injections in granulomas (150 ie hyalase dessau). Symptoms resolved approximately two months after onset. This is the same event and the same patient reported under MDR ID# 3005113652-2022-00532 (allergan complaint #(B)(4)). This MDR is being submitted for the suspect product, juvéderm® volift¿ with lidocaine.